Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; dark liquid biological debris was noted inside the valve, as well as cuts / tears in the silicone housing on the underside of the needle chamber and in the needle chamber, also the needle guard is very slightly raised. The valve was tested for programming, the valve passed for setting; position was not visible due to dark liquid biological debris. The valve was leak tested and leaked from the tears / cuts in the needle chamber. The valve was then pressure tested and the valve failed the test due to the cuts / tears in the needle chamber. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the needle base. The valve passed the test for reflux and siphon guard. The root cause for the cuts/tears in the silicone housing in the needle chamber was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut / tear resistance. The root cause for the pressure issue noted during the investigation is due to the cuts / tears in the silicone housing in the needle chamber. The root causes for the problem reported by the customer could be due to: 1. The raised needle guard this is probably due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. 2. The biological debris interfering with the valve mechanism, but at the time of investigation no occlusion was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the codman certas valve with sg was implanted via v-p shunt on (B)(6) 2020 with unknown settings. On an unknown date, occlusion was suspected, and it was found by shunt contrast that flow to the distal side from the valve could not be confirmed. On (B)(6) 2020, the valve was explanted and replaced with a new one (828800).